Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis. The patient was not hospitalized for the event. The patient was treated with an unspecified treatment for the peritonitis, in the clinic. The patient has recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique, further described as "breath contamination". Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.